Event description:
It was reported that the hv lead impedance was out of range for the svc to can measurement. The out of range measure- ments occurred out of clinic. The physician opened the pocket to determine the cause of the high impedance. The device and rv lead were replaced.

Manufacturer narrative:
Analysis found that the device exhibited high impedance, due to an internal short circuit.